Event description:
It was reported that during surgery the surgeon noticed that the powder vinyl bag from the zimmer dough-type bone cement was already broken before he was going to use it. There was no harm or delay reported and the procedure was completed with an alternate product.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.